Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. Product event summary: the device was returned, analyzed, and no anomalies were found. Performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. (B)(4).

Event description:
It was reported that during the implant procedure after the device was connected, the longevity was not able to be determined and the gray bar was observed. The device was implanted and later the physician decided to replace the device. The patient is a participant in the evera MRI continued access study. No patient complications have been reported as a result of this event.